Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of having cold symptoms. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of white powder contaminant found around air inlet, dust/dirt contaminant found on iso port, blower box and iso port seal. The manufacturer also found evidence of dark grey contaminant at the blower seal on the blower box, grey contaminant on front panel, rear panel, and lower enclosure, and water ingress in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.